Event description:
Ous MDR - after an implant duration of about 10 months, abnormal function of the device was reported during communication with the programmer ics 3000. This device was explanted 5 months after this event. No adverse patient side effects have been reported.

Event description:
The user received questionable high tsh results on the cobas e411 disk analyzer which were lower when run on the architect i2000sr analyzer. The user provided results for a total of 28 patient samples which were generated from two comparison runs performed on (B)(6) 2010 and (B)(6) 2010. Twenty three of these patient samples gave discrepant results. The initial tsh results were run on the architect i2000sr analyzer and repeated on this cobas e411 analyzer. The user did not provide the units of measure for tsh. Patient sample 1, the initial tsh result gave 3.525. The repeat result was 5.35. Patient sample 2, the initial tsh result gave 55.423. The repeat result was 73.13. Patient sample 3, the initial tsh result gave 7.363. The repeat result gave 9.62. Patient sample 4, the initial tsh result gave 5.894. The repeat result gave 9.25. Patient sample 5, the initial tsh result gave 2.844. The repeat result gave 4.51. Patient sample 6, the initial tsh result gave 6.57. The repeat result gave 10.61. Patient sample 7, the initial tsh result gave 3.481. The repeat result gave 5.59. Patient sample 8, the initial tsh result gave 3.913. The repeat result gave 6.38. Patient sample 9, the initial tsh result gave 4.82. The repeat result gave 7.38. Patient sample 10, the initial tsh result gave 3.102. The repeat result gave 4.35. Patient sample 11, the initial tsh result gave 4.903. The repeat result gave 7.47. Patient sample 12, the initial tsh result gave 4.094. The repeat result gave 5.57. Patient sample 13, the initial tsh result gave 6.414. The repeat result gave 9.31. Patient sample 14, the initial tsh result gave 4.04. The repeat result gave 6.68. Patient sample 15, the initial tsh result gave 4.104. The repeat result gave 6.18. Patient sample 16, the initial tsh result gave 3.691. The repeat result gave 5.22. The patient samples 18 through 23 were tested on (B)(6) 2010. Patient sample 17, the initial tsh result gave 3.773. The repeat result gave 5.78. Patient sample 18, the initial tsh result gave 3.457. The repeat result gave 4.53. Patient sample 19, the initial tsh result gave 15.69. The repeat result gave 21.22. Patient sample 20, the initial tsh result gave 34.495. The repeat result gave 47.44. Patient sample 21, the initial tsh result gave 3.109. The repeat result gave 4.38. Patient sample 22, the initial tsh result gave 3.922. The repeat result gave 5.4. Patient sample 23, the initial tsh result gave 3.071. The repeat result gave 4.33. The user said they run around 200 to 300 patient samples for tsh per day and there were approximately 6 to 10 erroneous tsh results reported each day. The user did not specify which patient samples were erroneously reported outside the laboratory. No adverse events have been alleged regarding these discrepancies. The user has stopped running and reporting tsh results from this cobas e411 analyzer.

Manufacturer narrative:
A specific root cause could not be identified since neither patient samples or patient data from the time of occurrence was available for further investigation. No adverse events were reported.

Manufacturer narrative:
The event occurred in (B)(6).